Event description:
Customer reported receiving excessive no delivery alarms. The blood glucose reading was 353 mg/dl. Customer treated with the insulin pump. Customer was advised to disconnect and reconnect the tubing and reservoir and manually push insulin very slowly through the tubing with the plunger. Customer stated that insulin did exit. He was advised to rewind the insulin pump, reinsert the reservoir and run a manual prime of 5 units and customer stated that the insulin pump did not alarm for no delivery. Customer was advised to do a complete set change. Customer was advised on expelling air bubbles. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.